Event description:
It was reported that the patient was experiencing shock-like sensations following the implant of spinal cord stimulator (scs), that made it difficult to sleep. The patient also had so much foot pain that subsided when the scs was turned off and worsened when it was on. It was noted that the patient was having normal post-surgical pain and program optimization was done. There were no other reported complications, and the device remains implanted and in use.